Manufacturer narrative:
The product will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's infection. No product lot number was reported, therefore, no qualification records were reviewed.

Event description:
The patient reported having a problem with redness, swelling and infection after wearing the pod. He was prescribed antibiotics for this by his healthcare provider. He also stated the infection might be caused by his not cleaning his site correctly.